Manufacturer narrative:
Concomitant medical product: 407652 lead, 694965 lead, 419488 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an elevated sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.